Manufacturer narrative:
The returned pod was evaluated and found to be functioning as designed. The needle mechanism deployed as intended and fluid was observed exiting the distal tip indicating no internal occlusion occurred. No leaks or chassis cracks were found. Results confirm a hazard alarm occurred during operation. The piezo was found to be capable of delivering an audible alarm. After a thorough eval, insulet was unable to identify any defect or product condition that would have contributed to the pod alarm. Product lot qualifications were reviewed and determined to have met all acceptance release criteria. Lot qualifications did reveal three instances of hazard alarms for this lot. An internal investigation of this issue is ongoing. While insulet was unable to confirm that the cannula dislodged, a dislodged cannula does have the potential to result in hyperglycemia. The omnipod's user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide also warns, "when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this."

Event description:
The customer's blood glucose (bg) was within normal range during the first 4+ hrs of wearing the pod. At 6:00 pm, her bg was 398 mg/dl. She deactivated the pod 1 hr later. Customer reported a pod hazard alarm during operation. Also, stated there was "blood on the adhesive/around the cannula," and the cannula was "completely out of the skin." The pod was returned for eval.